Event description:
It was reported that a cartridge leaked during the fill tubing step of a supply change, after which the user was guided to rewind the pump and restart the supply change with a new cartridge, resolving the issue without further assistance. Investigation of this case revealed a leaking cartridge during setup, with function restored after replacement and restart of the procedure. Symptoms included no reported adverse clinical effects. Outcomes included successful completion of the supply change with no alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was user interaction during setup leading to a leak that was corrected through proper procedural steps.